Manufacturer narrative:
Concomitant medical product: 6935 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several episodes of noise were recorded on both the right ventricular lead and the atrial lead. The atrial lead was explanted and the right ventricular lead was capped as the physician could not remove it. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.